Manufacturer narrative:
It was learned that the patient has been successfully treated with an edwards transcatheter valve implant, and is reported in stable condition. No further action is required at this time.

Event description:
It was reported that an edwards aortic bioprosthetic valve was found to be stenotic five (5) years post implant in a (B)(6) female patient. Patient is being evaluated for possible implant of an edwards transcatheter aortic bioprosthetic valve within the existing stenosed valve. No planned date of intervention.

Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve stenosis; no planned intervention as of yet. Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.